Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement, and the device may not be advanced through the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through the introducer sheath without issue. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly inside the introducer sheath. This damage was incidental to the reported complaint and likely occurred due to the pusher assembly fracture. Due to the pusher assembly fractured, the device was unable to be functionally tested. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02751.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil lp approximately ten centimeters within its introducer sheath, the physician experienced resistance. Therefore, the ruby coil lp was removed. The physician then placed a new ruby coil lp in the target vessel using the microcatheter. While advancing the next ruby coil lp approximately ten centimeters within its introducer sheath, the same issue occurred. The physician experienced resistance. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.